Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmission showed that the right atrial (ra) lead was oversensing noise resulted in inappropriate mode switch episodes. Programming changes were made. The patient was in stable condition.